Event description:
It was reported by the patient that he underwent a recurrent right inguinal hernia repair on (B)(6) 2003 and mesh was implanted. Post-procedure, the patient has experienced difficulty walking, the mesh hardening during cold weather and sharp pain in the groin area for which he was prescribed an ointment with pepper seeds, but that he was unable to use it because it was too intense, and instead deals with the pain. The patient reports that his physician believes the mesh has gotten in tangles and that scar tissue has entrapped the nerves. The patient has been using a walker and cane since the surgery.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.